Event description:
The dealer reported that the unit will not start and does not have any power. It is unknown if the unit alarmed prior to shutting down to alert the user. This issue could cause the user to miss their prescribed dose(s) of medication.